Event description:
It was reported the intraocular lens was removed and replaced due to pre operative calculation errors. A new lens was implanted without complication or patient injury.

Manufacturer narrative:
Lens was received in a condition that made analysis impossible. There is no evidence to suggest this adverse event is manufacturing related.